Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, using a linear cutter with a green reload, on the 6th firing towards angle of his, the stapler fired. Surgeon heard a "crack" but instrument continued to fire approximately 40mm then stopped. The knife returned to starting position on its own. Approximately 20mm of distal staple line did not fire properly. Some staples were open some were formed. The knife did cut leaving a hole in part of the stomach. Surgeon stapled & sutured closed. Stapler was at full articulation. Surgeon was also able to finish case with same gun and green reloads; used with gore seamguard. No consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/10. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.